Event description:
It was reported that an altitude alarm was triggered on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was temporarily suspended, and they received instructions to remove and reconnect the pump cartridge. After waiting, insulin delivery resumed, but the alarm recurred. The customer plans to load a new cartridge when ready and has been provided with tips to prevent future altitude alarms.